Event description:
The following has been reported: nurse reported: "this is for ivenix primary administration set which was found to have a leak in the cartridge for a chemo preparation in (B)(6). Needed to replace the tubing (not sure about the medication). We have a leaking cassette tubing issue reported from (B)(6) in (B)(6). The medication was chemo. Patient harm: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.